Manufacturer narrative:
The investigation determined that a lower than expected vitros gent result was obtained from a single patient sample processed using vitros gent reagent on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. A pre-analytical sample handling issue has been ruled out as a contributing factor to the event. Although there is no evidence of a vitros gent reagent issue or instrument malfunction, due to limited data available neither can be ruled out as contributing factors to this event.

Event description:
An ortho quality analyst observed a lower than expected vitros gent result (5.55 ug/ml versus 9.61, 9.09 ug/ml) from a single patient sample processed in triplicate using vitros gent reagent on a vitros 5600 integrated system. The sample was not tested for clinical applications, but as part of an internal ortho validation plan. There was no allegation of patient harm as a result of this event. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected on patient samples. (B)(4).